Event description:
Patient reporting high pressure alarm this morning, confirmed no blockage, did trouble shoot but eventually switched to back up pump. Second pump did not alarm-no blockage patient did not experience any side effects or lapse of therapy due to pump malfunction. Replacing pump sn (B)(4) and patient will return malfunctioning pump. Reported to (B)(6) by: patient/caregiver. Dose or amount: 30nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.